Event description:
A surgeon reported the following an intraocular lens (iol) implant surgery performed to the pt's left eye(os), the pt experienced unexpected final results. The pt cannot read in non-light conditions, but can read well in lighted conditions. The surgeon reported that the pt became reading-myopic instead of emmetropic. Per surgeon, there was nothing to be seen in the eye that would explain the refraction.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).